Event description:
As stated by the customer (B)(6) 2013: arjohuntleigh sales ae informed qa that a resident was involved with a century tub and ended up either slipping within or tipping out of it (unknown what lift was involved, or if it is an arjohuntleigh device). Arjohuntleigh sales has been informed that the resident has since passed away as a result of the incident. Arjohuntleigh service tech is being dispatched immediately; sales ae accompany them on-site.

Manufacturer narrative:
The report is being submitted under (B)(4) by the manufacturer arjo hospital equipment (B)(4) on behalf of the importer arjohuntleigh inc. Additional information will be provided upon conclusion of the manufacturer's investigation.